Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate. Upon evaluation, the trunk cable was pulled from the distribution node (dn), damaging the j702 connector on the pca board. The cause of the inability to communicate is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it caused a service code 204 (belt/monitor unusable).